Manufacturer narrative:
Concomitant medical products: product ID: 8703w, serial #: (B)(4), implanted: (B)(6) 1998, product type: catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), ubd: 16-feb-2000, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (friend/family member of the patient) regarding a patient who was receiving morphine of an unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that problems with the pump occurred years ago. The date of the event was unknown. The pump was overdosing the patient and ¿it would get kinked inside¿ and the patient would go through withdrawal symptoms. It was further indicated that the patient was dying because of all the symptoms and the length of time it took for anyone to do anything about the situation. The pump was noted as having been turned off years ago (date unknown). The patient no longer uses the pump. Compatibility guidelines were requested regarding magnetic resonance imaging (MRI). Regarding the MRI/procedure, it was noted that it was not due to a problem with the patient¿s device or therapy. No further patient complications have been reported as a result of this event.